Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, multiple attempts to interrogate the device were conducted but were all unsuccessful. The physician alleges that the cause of the event was due to premature battery depletion. The device is awaiting explant but no intervention has been conducted at this time. The patient experienced no consequences and will continue to be monitored.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed while the reported event of interrogation anomaly was confirmed. The device was received from the field unable to establish communication and battery having reached end of life due to normal use. After cutting open the device an external source was used to measure in-line current and the device drain current was measured to be within normal range. After attaching a new battery, the device code was re-loaded normally followed by automated functional testing and interrogation both without any anomaly. The reported interrogation anomaly is consistent with low battery condition which occurred after exceeding projected longevity. Total projected longevity is 2.0 years, the device was implanted for 1.79 years which exceeded 75% of projected longevity and it is considered normal battery depletion.

Event description:
Additional information received indicating that the event was resolved by explanting and replacing the device. There were no known patient consequences.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.